Manufacturer narrative:
(B)(4). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that the 6mm basket angioguard device could not be withdrawn by the recall sheath. The surgeon used other device to remove it. There was no report of any patient injury. The patient¿s information was unknown. The lesion was the internal carotid artery. The lesion had a level of stenosis of 70% and mild calcification, and no tortuosity. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the package. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device did not pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the product was inflated and inserted into the patient. No unusual force was required when using the device. The device was removed intact from the patient. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: difficulty was experienced when attempting to capture a 6mm angioguard rx device with the capture sheath. The device was removed intact with another device and with no reported patient injury. The event involved a patient undergoing treatment of a lesion in the internal carotid artery that was described as 70% occluded, mildly calcified and non-tortuous. The site reported that the angioguard rx device had been stored, handled and prepped according to the instructions for use (IFU). The site reported that the device packaging appeared normal prior to opening it and no difficulty was encountered when the device was removed from the package. The device was un-damaged without kinks prior to use. They further reported that the device did not pass through an acute bend and no difficulty was experienced while advancing it to the target lesion. The device had not been re-inserted into the patient and no unusual force had been required when using the device. A non-sterile unit of angioguard rx emboli capture guidewire rx/6mm basket diameter/180cm, was received coiled in a plastic bag. Inside of the plastic bag it was received the delivery sheath, the capture sheath and the filter basket guidewire. No other anomalies were found during visual analysis. Functional analysis with a lab sample coil dispenser was successfully performed with no anomalies found during the withdrawal of the device. Filter basket and capture system were analyzed under vision system and no anomalies were found. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The cause of the event experienced by the customer could not be conclusively determined. However, procedural / handling factors might have contributed to that issue. According to the product IFU, wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, they should be inspected carefully for coil separation, bends, kinks or damage of the filter basket assembly. Users should allow sufficient space between the lesion and filter basket to prevent interference with the distal tips of all other diagnostic and interventional devices (i.e. Stent delivery systems, angioplasty balloons) to be used throughout the procedure. It is difficult to draw a clinical conclusion between the device and the event based on the available information. However based on the analysis of the product, there are procedural and handling issues that may have contributed to the reported event. . The reported failure by the customer ¿capture system / withdrawal difficulty-through guide/sheath¿ was not confirmed since the functional analysis was successfully performed and the root cause could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.